Event description:
This is a report of a customer that was having a difficult time connecting the luer-type connection for renal peritoneal dialysis products. The home patient (hp) dislikes the luer connection. The hp states the luer connection, "it's too hard, too slow and too clumsy and she's already touched the tip trying to twist-spike. Patient involvement is unknown at this time. No injury or adverse event is reported. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported issue. The hp stated that she is extremely unhappy with the new luer lock system. The hp was asked if she connected herself at all after the times that she touched the connection of the luer lock and she stated no, that she would never do that and that she threw the supplies away. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue. Complaint is not confirmed and the assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.